Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year 1 month post implant of this mitral annuloplasty band, the device was explanted and replaced with a bioprosthetic valve for unknown reasons. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the physician indicated that the patient's mitral regurgitation became more severe due to patient anatomy issues. The patient was brought back to surgery, and the physician explanted and replaced the device. The physician stated that there was no problem with the annuloplasty band. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.